Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non sustained lead noise was observed on the device. Review of episode showed a slow vt. Recommended device programming changes. The device remains implanted.